Manufacturer narrative:
Analysis identified that the implantable neurostimulator (ins) packaging was damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins) prior to implant. The rep reported that blood was left on outside of the sterile seal of the ins prior to implant. The rep reported that the ins packaging was opened, and handed off into the surgical field. The rep reported that the sterile seal remained intact but a small amount of blood was left on the outside of the seal. The rep reported that the package container was wiped down thoroughly with operating room bleach wipes, but the blood stain remained on the package. The rep reported that the ins itself had no contact with blood and was not contaminated. The rep later reported that the wrong ins was opened and the sterile package was handled by the surgical tech. The ins was handed back to the nurse and the ins remained in the sterile package. The sterile package was never opened. No patient symptoms were reported. No further patient complications have been reported as a result of this event.